Event description:
Device 2 of 3. Reference MFR. Report# 1627487-2018-02657. Reference MFR. Report# 3006705815-2018-00568. Additional information received identified the scs system was explanted on (B)(6) 2018 due to ineffective stimulation.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report# 1627487-2018-02657. Reference MFR. Report# 3006705815-2018-00568. It was reported the patient experienced ineffective stimulation and stopped using the scs system about ten months ago. Surgical intervention may be taken at a later date to address the issue.